Manufacturer narrative:
The device has been returned for evaluation and analysis is anticipated. A supplemental will be submitted upon completion.

Event description:
Medtronic received additional information that the aneurysm treated was located in the right cavernous and supraclinoid segment. It was reported that the physician rotated the pushwire 10 times without success. The device was directly removed; however the specific technique to retrieve the device was not available. The aneurysm max diameter of 32.16 mm. The distal landing zone was 3.73 mm and the proximal was 4.14 mm. The patient had minimal vessel tortuosity.

Manufacturer narrative:
The pipeline braid was returned for evaluation wihtout the pushwire. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with both ends having moderate fraying. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience as the pipeline braid was observed to be fully open with damage. However, the cause for the damage could not be determined. Per the instructions for use (IFU): ¿manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate expansion of the ped. If the device is not fully apposed or is kinked, consider using a balloon catheter, microcatheter, or guidewire to fully open it.¿ all devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment the device would not open within the patient. The physician made several attempts, but the device did not open. The device was removed and a new device was used to complete the surgery successfully. Patient status is normal. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.